Event description:
Reporter alleged she attempted to test on her aviva system but could not obtain a result because of an error message. Reporter stated she then became hyperglycemic and her daughter took her to the hospital. Reporter stated she was placed on an insulin IV. No other actions were reported taken or treatment received. A request was made for the return of the suspect device.